Event description:
A patient reported blood glucose results of "220 mg/dl, 280 mg/dl, and 178 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A patient reported blood glucose results of "274 mg/dl and 297 mg/dl" with a lifescan meter, performed within 10 minutes of eache other.